Manufacturer narrative:
This event will be further updated should additional informaiton be received.

Event description:
Boston scientific recently received information that the patient with this device passed away a few years ago. The device model had been involved in a regional class action lawsuit, at which time a communication from boston scientific was distributed. Information indicated that the family had received a court directed notice of certification that contained a list of the affected devices, however our records indicate this device was not included in any advisory populations. Additionally, information states the patient's family has been told by a local coroner that the pacemaker contributed to their family member's death. No allegations had been received from the field during the implanted duration and no return of product was received for a post-mortem evaluation.